Manufacturer narrative:
(B)(4). Other remarks: a fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the intra-aortic balloon (iab) would not zero prior to insertion. The intra-aortic balloon pump (iabp) gave a cal key damaged message. The staff proceeded to insert, they leveled and zeroed the transducer (fluid system). No transducer trace was transferred to the iabp screen. Then the staff changed cables with no effect. As a result, the staff exchange iabp and were able to obtain a trace. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of no ap signal detected is not able to be confirmed. The pump was serviced by a certified field service agent and passed all functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: a fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted.

Event description:
It was reported that the intra-aortic balloon (iab) would not zero prior to insertion. The intra-aortic balloon pump (iabp) gave a cal key damaged message. The staff proceeded to insert, they leveled and zeroed the transducer (fluid system). No transducer trace was transferred to the iabp screen. Then the staff changed cables with no effect. As a result, the staff exchange iabp and were able to obtain a trace. There was no report of patient complications, serious injury or death.